Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain and headache. It was reported that the patient tried to recharge his implant but could not locate his implant battery and it could not take a charge. It was determined that the patient was getting the reposition antenna screen. It was reviewed with the patient to reposition the antenna and start charging, but the patient still got the reposition antenna screen. The last time he felt stimulation and had a successful recharge was about two weeks prior to the report. The patient indicated that he recharges every two weeks. He also indicated that he had little trouble finding the battery in his chest and getting a connection two weeks prior, but eventually he found it and was able to connect. It was stated that the patient was unable to connect with the patient programmer (pp). The pp did not turn on during the call. It was noted that the patient did not use the pp that often and so the batteries could have been dead. The patient was going to get new batteries and would try to see if he could connect with the pp. It was recommended that if they were not able to connect with the pp, to have it check by their healthcare professional (hcp). The patient reported they had a scheduled appointment with their hcp on (B)(6) 2016. Additional information was received from a consumer. It was reported that the patient met a manufacturer representative (rep) a year ago. The patient stated they weren't able to find the battery in their chest, but the rep was able to and the rep got the battery charging. It was reported that the rep told the patient they would eventually see the face of a doctor and that never happened and the patient had it on for 4 hours. The patient stated they have not been able to charge since that time and they have had a return of headaches and their headaches were real bad again due to a loss of therapy from not being able to charge. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.